Manufacturer narrative:
No report of patient involvement. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The customer allegation could not be reproduced. The exhalation valve was replaced as a preventive action.

Event description:
The hospital reported that mechanical ventilation was not functional after switching the bag to ventilator switch to the ventilator position. There was no report of patient involvement.